Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high capture thresholds, high pacing impedance, and a rv lead fracture was suspected. Corrective programming changes were made and further intervention was planned. The patient was stable throughout.